Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the spike set showed leakage, in the connection of the equipment with the diet, exactly in the fitting where there is the connection thread with the diet. There was no patient harm reported.